Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4, l4/5 plif for l3/4/5 lcs. It was reported that after inserting the l3, 4, and 5 screws, the cement delivery guide and tip were placed. Regarding l3.4, it was possible to place it without resistance, and it was confirmed that the green line of the cement delivery guide was below the black line of the tab extender. Regarding l5, there was resistance, so it was placed over the guide wire. Cement was injected after installation. On the right, 0.4cc was injected from l3 to l5 to l4, and on the left, 0.4cc was injected at a time from l4 to l3 to l5. When the image was checked in front after injection, cement was confirmed on the outside of the left screw head of l4. It was visible on the screw head, so asked to check it visually and found cement leaking between the cement delivery guide tip and the screw head. Tried removing the tip, but it hardened with cement and could not be removed. Appropriate viscosity was checked, and cement was injected alternately on the left and right sides under the image of the side. In the end, 1.2 cc was inserted into all of the locations. It was not clear on the side, but a cement leak was confirmed around the screw head in the front image. The screw tabs were broken, and the guide tip could not be removed, so the screws were removed as a whole. The screw was replaced with a normal mas screw. There was a fracture in the upper l4 end plate. It is unknown whether or not there was bone sclerosis. The rod could not be placed, so the screw was removed as a whole, and then the screw with a length of 5 mm was inserted again. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is japan. G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.